Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had a localized hematoma resulting in total system extraction. Additional information was received indicating that the patient fell and hematoma appeared over the crt-d which was not a direct result of the crt-d. Hence, this crt-d was explanted. No additional adverse patient effects were reported.